Event description:
Patient was undergoing a cryoablation for liver tumor. After testing each of the probes appropriately (per the instructions for use), we placed 3 probes into the lesion. After initiating the cryoablation, within several minutes we noticed ice forming and discoloration on the skin at the entry site the cryoprobes. We immediately turned off each probe. After testing each probe individually we noticed 2 of the probes malfunctioning in a similar manner. We removed these 2 probes from the patient and ablated using a single probe.